Event description:
It was reported that during an unknown procedure, it is alleged that a surgeon experienced gas leaking from the trocar. Surgeon didn't have to introduce more gas into the abdomen. It is unknown if another device was used to complete the procedure. No patient consequence reported. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.